Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted: 2011 (B)(6); 5076-45 lead implanted: 2003 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and was analyzed. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and the device exhibited possible premature battery depletion. The lead and the device were explanted and replaced. No patient complications have been reported as a result of this event.